Event description:
During manufacturer review of clinic notes received for a vns patient, it was noted the vns settings were consistent with a suspected programming anomaly. It is suspected an interrupted systems diagnostics test caused the settings to change. Attempts for vns programming history are in progress.